Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for this event. The patient was treated with azolin injections (1 gram per day, route not reported) and tobramycin injections (40 mg per day, route not reported). At the time of this report, the patient status was unknown. Pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.